Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-1005.6 it was reported the patient came into the office to have her trial leads removed. It was found the lead was cut prior to removal. The physician was able to pull one lead, however the other lead was still implanted. The patient was referred to a surgeon for removal of the remaining lead. The patient underwent surgical intervention on (B)(6) 2015, where the lead was removed and the patient was implanted with a permanent scs system.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.